Event description:
For plato rts v2.1, for dual energy machines the user has the option of building on set of wedges for the lower energy and a second set for the higher energy in order to optimize the fit for each energy. When planning in rts, the first set of wedges is normally listed for the lower energy and the second set is listed when higher energy is selected. Several instances have been noted recently where additional or undefined wedges are listed for the second energy which were not intended to be used for planning. Should these unintended wedges be used, an incorrect dose calculation will result which is generally easily detectable following a manual calculation.